Event description:
Reporter indicated that vns patient had passed away. Cause of death is not known at this time. Autopsy was not performed and the ncp system was not explanted. The patient was receiving vns therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that the patient died while hospitalized. The death. The death certificate listed the cause of death as respiratory failure and cerebral palsy. The manner of death was listed as natural causes.